Event description:
Further information was received, which indicated the ICD was removed since there was no lead left for use and to prevent possibility of infection. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a routine device interrogation, a "malfunction of the right ventricular (rv) lead was discovered" and it was noted the "malfunction was "related to both the rv lead and the implantable cardioverter defibrillator (ICD)." The rv lead and ICD were explanted and the patient utilized a lifevest until the ICD was replaced. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found.

Event description:
Further information was obtained,which indicated the right ventricular (rv) lead exhibited a "raised threshold" and poor sensing. It was noted replacement of the ICD and rv lead are planned but not scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.